Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Blood glucose level recorded at the time of the event was 120 mg/dl. No additional outcome information is available.